Event description:
The patient underwent laminectomy, facetectomies l2-l5 with pedical screw fixation, and arthrodesis; cages filled with a combination of autograft-allograft bone meal mix were placed in the intervertebral body spaces. Fifteen months post operatively the patient complained of low back pain with radicular symptoms to his right leg. Imaging studies showed a fracture of the right l5 pedicle screw, and a disconnection between the left l5 pedicle screw and left posterior rod. The patient underwent l2-l5 hardware removal 16 months post implant. No revision of fusion was necessary as the fusion was reported to be 'solid without instability.'

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a lumbar spine surgery. At an unknown time post op, the pedicle screws reportedly fractured. A revision surgery was performed to remove the broken hardware.

Manufacturer narrative:
A review of the device history records for this device was not possible without additional product information. Neither the device nor films or applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.